Manufacturer narrative:
The investigation determined that biased vitros tropi results from two proficiency samples occurred on the vitros eciq system. Acceptable vitros tropi values were recovered from quality control fluids, and no patient sample results were in question. No analyzer or reagent malfunction was identified. However, however pre-analytical handling of the proficiency sample fluids cannot be ruled out as a contributing factor. The investigation was unable to determine the root cause of this event. The investigation could not conclude patient samples would not be affected if the event were to recur undetected.

Event description:
A customer observed lower than expected troponin I results from two proficiency samples when tested using vitros immunodiagnostic tropi es reagent on a vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred with a patient sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).